Event description:
Customer called in to inquire about a recall on their insulin pump. The customer understood that her insulin pump was under the recall and that it was optional to replace their insulin pump. The customer decided to keep her insulin pump since she has not had any problems with it. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.